Manufacturer narrative:
Continuation of d10: product ID wr9200, serial#:(B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: za. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) was not responding. They plugged the cable into the wall and then put the wr on the charger. The lights were on and charging unit flashed once and then never turned on again. They pushed the on button but nothing happened. The unit was brand new and opened with the patient to do education. There were no symptoms reported. A new product was used to replace the faulty one and the patient could then proceed.